Manufacturer narrative:
We attempted to obtain the devices, but were informed they had been discarded. We are continuing to attempt to obtain more information. Our monitoring and trending for this type of event shows a rate of occurrence worldwide for the last year of 0.0025%.

Event description:
Reporter reported to our distributor that there was excessive rain out in the inspiratory limb and cannula of an rt329 infant continuous flow breathing circuit. Some water got into the patient's airway and caused bradycardia, requiring suction and resuscitation.